Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported: six (6) days after insertion of the ad PICC ref. No. 45-891, the homecare nurse experienced a crack in the hub. The article mounted on the hub is a needleless connector bd maxzero mz1000. Stated from the nurse, no unnormal force was used while attaching the maxplus. The catheter was removed from the patient's vein the same day as the crack was observed. (B)(6). The patient did not suffer any harm or injury due to this event. It was reported the defective disposable device is available for return to the manufacturer for evaluation.